Event description:
Caller stated that tire was chewed up. Caller also stated that shoe spacer may be adjusted too tight which causes spacer to dig into tire.

Manufacturer narrative:
A follow up will be sent if the product or additional information is obtained.